Event description:
Three weeks following liver surgery, a pt developed bleeding at the portal vein. The pt was returned to surgery. The surgeon found what appeared to be product remaining from previous surgery situated on the portal vein.